Manufacturer narrative:
The pump was received with blank display due to broken solder joint. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify weak battery alarm, reset anomaly due to blank display. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's pump was damaged. It was reported that the customer had blank display and weak battery alarm. It was reported that the customer's blood glucose level was 270mg/dl. Troubleshoot was conducted. It was reported that the pump would be replaced.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected information will be provided in this report.